Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were overfilled. Samples were recollected. There was no other health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were overfilled. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-apr-2025. Investigation summary: "bd received eight samples for investigation. These returned samples were visually inspected with no issues identified. A functional test was performed on these samples, and all tubes were within specification limits. Additionally, 100 retained samples were inspected with no visible defects found. A functional test was also performed on 10 of these retained samples, and all were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends."